Manufacturer narrative:
The exposed portion of the soft cannula was found to be kinked, however, the timing and cause of the damage could not be determined. During the investigation, the kinked cannula did not prevent fluid from exiting the distal tip of the soft cannula. No signs of leakage were found along the fluid path during the leak test. The data downloaded from the device did not show any signs of struggle during the run. No other damages or defects were observed during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 17 mmol/l (360 mg/dl) while wearing the pod on the arm longer than 48 hours. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied.